Event description:
It was reported that during a laparoscopic sigma procedure, the device could not be removed out of anastomosis correctly. The anastomosis was damaged and sutured by hand. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.